Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced high blood glucose levels (bgs) and went to the hospital due to this. The patient did not want to report any specific details regarding treatment, bg levels, length of stay or diagnosis. Further information was solicited but not provided.